Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found bent sample probe and misaligned. The failure mode was identified as operator use error; the sample probe was bent by the customer. The fse replaced the sample probe and performed alignments to resolve the issue. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated false patient results on multiple analytes with h ¿k¿, ¿f¿, ¿g¿ and ¿n¿ flags. The customer did not provide which assays were impacted. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.